Event description:
According to the reporter: upon opening of packaging it was noted that the sheath that is meant to be around the structural balloon attached to the trocar portion of the spacemaker was already burst. (Usually bursts upon inflation of the balloon once the trocar is inserted into the pt). Another spacemaker was opened and successfully used.

Manufacturer narrative:
(B)(4).